Event description:
The pt experienced a "hypoglycemic seizure"; it is unk if medical treatment was received for this event.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection to the force sensor but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.